Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. It is possible that interactions with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however, as the device was not returned for analysis this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra stent delivery system referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the right coronary artery (rca). The xience sierra stent delivery system was advanced over the balance middlweight universal guide wire. The xience sierra stent was deployed and no issues were noted. During removal of the stent delivery system, slight resistance was noted with the guide wire. There was no adverse patient effect or clinically significant delay. No additional information was provided.